Event description:
It was reported that the pt's body was rejecting her implant. The pt was having problems that caused her to be hospitalized. The implant had not yet been removed. No pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.